Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer's mother reported on behalf of her daughter that upon removal two tampons fell apart leaving pieces inside. Her daughter had to manually remove the tampon pieces.